Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the center button needs to be pressed multiple times for it to respond. The customer reported a blood glucose value of 49 mg/dl. The customer experienced hypoglycemia and was treated with a fruit juice. The event involved product(s) mmt-1884, mmt-332a, and mmt-242a. Troubleshooting was performed for the keypad anomaly, and the serialized device was replaced. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a and mmt-242a.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing.¿ the pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0874 inches. All buttons functioned properly. Successfully downloaded history files and traces using thump. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of 27-aug-2025 found daily total of bolus insulin delivered to be (no info units found.) Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The pump was received with minor scratches on lcd window and scratched case. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 27-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. However found on event date 08/27/2025 14:16:43.000 normal bolus delivered, normal bolus amount programmed: 53000 (5.3 u), bolus amount delivered: 53000 (5.3 u). In summary, customer allegation for pump possible over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.